Manufacturer narrative:
Concomitant devices: amplatz wire, a 6-french sheath, angioguard. As reported by the (B)(4) registry approximately three days post left internal carotid precise stenting procedure, the patient had a myocardial infarction with hypotension. Two days later the patient expired due to cardiogenic shock. At baseline the patient's medical history included severe cardiomyopathy, coronary artery disease, CABG, hyperlipidemia, clinical copd, and hypertension. It was indicated that the (B)(6) male was asymptomatic; however, it was documented that the patient had atypical left eye visual changes with left precise stent placement for transient ischemic attack (tia). The proximal left internal carotid artery 85% stenosed lesion was 6mm in length and eccentric. There was moderate calcification and mild tortuosity. Angioguard filter was deployed distally without complications. Pre-dilation with 5.0mm balloon was performed. The 6.0x40mm precise stent (6.0x40mm) was implanted without technical difficulties and post-dilated with a 5mm balloon up to 14 atmospheres. There was good angiographic appearance, 10% residual stenosis, good distal flow. No evidence for dissection. The patient remained neurologically and hemodynamically intact. He was admitted to the ICU and during this stay the patient "coded" due to hypotension and de-saturation. The patient was placed on bipap due to his "do not resuscitate" (dnr) status. The patient then developed a non q-wave myocardial infarction and elevated troponin. Over the course of the next couple of days cardiac output decreased and blood pressure needed to be maintained with three different pressors. Two days later, the patient expired. It was indicated as unrelated to cordis device and unrelated to the procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available; therefore, device history record review could not be performed. Myocardial infarction and its associated sequelae is a known adverse event associated with endovascular procedures including carotid stenting and is listed as such in the instructions for use. There is no evidence to suggest that the device or device manufacturing issues that contributed to the reported event. Patient factors may have contributed to the adverse event of mi, specifically history of known coronary artery disease, cardiomyopathy, hyperlipidemia and copd put him at high risk for major adverse events including myocardial infarction. There is no indication that the event is related to any device performance or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) registry approximately three days post index procedure, the patient experience a myocardial infarction. Two days later, the patient expired due to cardiogenic shock. The patient is an (B)(6) male with severe left internal carotid artery stenosis of over 80%. The patient was admitted to the ICU with coronary artery disease, multiple coronary artery bypasses, copd with status post left carotid stent placement for tia. The patient was enrolled in the (B)(4) study for carotid stenting. With the help of an amplatz wire, a 6-french sheath was advanced into the left common carotid. Angioguard filter was deployed distally without complications. Pre-dilation with 5.0mm balloon was performed and deployment of a cordis stent (6.0x40mm), post-dilated with 5mm balloon up to 14 atmospheres. There was good angiographic appearance, 10% residual stenosis, good distal flow. No evidence for dissection. He remained neurologically and hemodynamically intact. During this stay the patient coded due to hypotension and desaturation. The patient was placed on bipap due to dnr status. The patient then developed a non q-wave myocardial infarction and elevated troponin. Over the course of the next couple of days, cardiac output decreased and blood pressure needed to be maintained with three different pressors. Two days later, the patient expired.